Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The patient reported that this week they would be charging the implant and they would turn the stimulation on, but then they would notice they weren't feeling anything and would see the stimulation would turn off by itself. Agent asked if the implant battery would still have charge when they noticed stimulation was off, but patient would not provide an answer. Patient unlocked the controller during the call and reported the implant battery was low message. Agent reviewed to charge implant, then turn stimulation back on and take note of if stimulation turned off, including the implant battery level. Patient also mentioned they were suffering from a lot of neck pain and asked if they could get another device put in for their neck. Patient said their back would go down and then their neck would go down and they couldn't move their neck. Patient called back to get a replacement controller due to the controller turning on and off. Agent tried to clarify information so patient unlocked the controller and got a recharge implanted device message. Agent had difficulty working with patient and couldn't get patient to get to the batteries screen. Agent reviewed information. Patient also mentioned their implant had not been holding a charge and mentioned the implant was fully charged when they called (agent understood this as this case) and now the implant was red. Patient mentioned the issue had been going on for a couple of weeks. Patient called back again and repeated the details of pain they had from their neck to their lower back, and stated they had a 'lump' on their back they wanted to have checked out. Agent again redirected the patient to discuss their issue with a doctor, and explained the doctor could coordinate for a manufacturer representative (rep) to meet them if needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.